Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pacing threshold of this rv lead increased to 7.5 v and the threshold of the ra lead was also elevated. Dislodgment of both lead was seen. The patient was hospitalized. Chest x-ray was done for diagnostic reasons. This rv lead has been repositioned and the ra lead has been replaced.